Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device had an oil leak and a loose spring in the pedal. The device was not being used during surgery, and no injuries or medical intervention occurred. There was no additional information provided.